Event description:
The hcp reported the pt's pump was not operating. They examined it in their office under fluoro and found the rotor was not turning. The pump was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.